Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated there has been reports of endophthalmitis and tass in phakic iol patients at one of their clinics over the last couple of weeks. The reporter indicated a culture was taken and the result was strep mitis. A post-op antibiotic was used - vigamox qid. The reporter indicated they were able to identify an issue internally with the cleaning of the mst micro instrument and the re-usable injector that may have contributed to the issue. The injectors were also swabbed and culture taken and they were unable to culture it on the items. Additional information has been requested but none has been forthcoming.